Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated, the surgeon was inserting an aq2010v silicone three piece lens, but the lens would not advance and became stuck in the cartridge. The lens was pushed out onto the surgery table to return. There was no patient contact.